Event description:
On (B)(6) 2010, the primary surgery was performed for burst fracture at l2. On (B)(6) 2010, the x-ray was taken for follow up showed that the blocker at left l4 was loosened together with the rod. The patient is not complaining of pain or discomfort at this moment. The surgeon decided to monitor the patient. The x-ray and the CT image are available for evaluation.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.